Manufacturer narrative:
The insulin pump passed functional tests including displacement test, rewind test, basic occlusion test, occlusion test, prime test and excessive no delivery test. No unexpected low reservoir alarm or excessive no delivery alarm noted. The insulin pump was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. The insulin pump had cracked case at display window corner and cracked battery tube threads. (B)(4).

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose. The customer reported that they believe that the insulin pump might be defective. The customer's blood glucose was 574 mg/dl at the time of incident. The customer's blood glucose was around 300 mg/dl at the time of incident. The customer's blood glucose was 151 mg/dl at the time of call. The customer stated that they took off the insulin pump during the hospitalization. The customer performed troubleshooting and did not find air bubbles, leaks, site and insulin issues and setting issues. The insulin pump will be returned for analysis.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.